Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on 12 june 2024, a 27mm navitor valve was chosen for implant for a transcatheter aortic valve implantation using a flexnav delivery system. During the procedure, a pre-implant balloon aortic valvuloplasty (bav) was performed. The valve was successfully implanted. Post procedure, the patient became hypotensive. A computed tomography (CT) scan was performed, and the patient was found to have a type a dissection. The patient was taken to cardiovascular operating room for emergent repair and navitor removal. The patient was reported to be stable post operatively in recovery. The physicians believe that the cause of the dissection was due to the pre-implant bav and the patient's prior medical history. There were no issues noted with the 27mm navitor valve or the flexnav delivery system.

Manufacturer narrative:
An event of hypotension and vascular dissection was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that a pre-implant balloon aortic valvuloplasty (bav) was performed. The valve was successfully implanted. Post procedure, the patient became hypotensive. A computed tomography (CT) scan was performed, and the patient was found to have a type a dissection. The patient was taken to cardiovascular operating room for emergent repair and navitor removal. The physicians believed that the cause of the dissection was due to the pre-implant bav and the patient's prior medical history. Based on the information received, the cause of the reported vascular dissection appears to be related to procedural conditions and patient conditions. The report hypotension appears to be related to vascular dissection. The reported surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was chosen for implant for a transcatheter aortic valve implantation using a flexnav delivery system. During the procedure, a pre-implant balloon aortic valvuloplasty (bav) was performed. The valve was successfully implanted. Post procedure, the patient became hypotensive. A computed tomography (CT) scan was performed, and the patient was found to have a type a dissection. The patient was taken to cardiovascular operating room for emergent repair and navitor removal. The patient was reported to be stable post operatively in recovery. The physicians believed that the cause of the dissection was due to the pre-implant bav and the patient's prior medical history. There were no issues noted with the 27mm navitor valve or the flexnav delivery system.